Manufacturer narrative:
(B)(4).

Event description:
The device was explanted and replaced due to premature eri. The patient did not feel the vibratory alert at the time of notification; however, when tested in-clinic, the patient was able to feel the vibration.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the premature battery depletion was due to excess current on the hybrid.